Manufacturer narrative:
Date of event: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: this complaint is not confirmed. This complaint is for missing labels of phoenix ast-s broth (246007) batch number 2362112. The customer provided photos for investigation, but no product returns. The photos show a carton of ast-s broth with batch number present. Another photo shows two tubes with no labels present. Further investigation of retention samples revealed no tubes with missing labels. As a result, this complaint is not confirmed. A review of quality notifications revealed no quality notification generated on the complaint batch. A review of complaints was performed and revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns.

Event description:
It was reported that prior to use of bd phoenix¿ ast-s broth, there were two tubes without labels. There was no patient impact reported. The following information was provided by the initial reporter: "tubes without any labels."